Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection "for more than ten days". The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with penicillin (intraperitoneal, dose, frequency and duration were not reported) and an unspecified drug infusion (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.